Event description:
It was reported that a patient's insertable cardiac monitor (icm) was unable to be interrogated despite all troubleshooting. No changes or interventions were performed. The patient was stable throughout the entire process.